Manufacturer narrative:
Additional information: it was reported that a non medtronic pta balloon was used during revascularization. Cec adjudicated event is related to device and revascularization as clinically driven target lesion revascularization. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the right venous outflow was treated with one inpact av access balloon catheter. During a peripheral revascularisation a medtronic pta was used to treat the venous outflow. Approx 18 months post index procedure and two months post revascularisation, the patient suffered avf shunt stenosis (target lesion). The patient was treated with medication and pta of the venous outflow. The patient recovered. The investigator and safety assessed the event as not related to index device, procedure and paclitaxel.